Event description:
It was reported that "tap on pump button a few times to get it to respond." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.